Event description:
This lead was implanted on (B)(6) 2013 and still remains implanted at this time. The physician was dr. (B)(6). A call to technical services on (B)(6) 2013 3:44:32 pm states that lv lead was checked today and it was 37%. Thresholds are less than 1 v, egm shows lvs. Should consider getting a cxr to check for lv lead dislodgement and could also be considered turning lv sensing off. When looked closer at surface, it was thought that the lv lead may not actually be capturing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).